Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple occlusion alarms. Additionally, the customer reported that multiple cartridge alarms occurred during the load sequence. Customer changed pump supplies to address the alarms; however, the issues persisted. Customers blood glucose was 148 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged (occlusion) issue was verified in the pump logs; however, no failure was identified.